Manufacturer narrative:
The tech found the nurse call cable was not fully connected to the bed, user error. The tech secured the nurse call cable connection to the bed to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the account stated the nurse call is not functioning. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. (B)(4).